Event description:
It was reported that the patient experienced scalp paresthesia. Additional information received reported the date of implant for the device was (B)(6) 2011. Additional information reported a physical examination was performed on (B)(6) 2011 and a CT scan was performed on (B)(6) 2012. There were no remarkable findings. Additional information received reported that etiology was at the lead/extension tract. Additional information reported the issue resolved with persisting scalp paresthesia. The patient continued to have scalp paresthesia at the rear ear near the wiring subcutaneous way since implant. The deep brain stimulator (dbs) was explanted on (B)(4) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, explanted: (B)(6) 2013, product type: extension. (B)(4).